Event description:
During dialysis set up and treatment the following events occurred. While bleeding pt on, noted luer lock to venous line loose. While attempting to tape it to line, luer came loose, with 100cc blood loss. Blood pump turned off, lines clamped, and lock secured.